Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. The best estimate is between implantation on (B)(6) 2024 and the awareness date (B)(6) 2024. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following cataract surgeries, 6 of 11 patients now receive treatment in the hospital. Bacterial infection is suspected. Patient number 6 had both eyes treated. The clinic used a preloaded monofocal intraocular lens (iol) for these patients, but the surgeon does not expect the iols to be the source of the infection. All other equipment used for the procedures were from other suppliers. Account indicated that the other 5 patients are well (patients without the infection post surgery). It was also confirmed that all surgeries took place on the same date. Overnight hospital stay and medical interventions were required. Patients have been diagnosed with endophthalmitis. No source of the infection has been found yet as per in-house investigation. There is no further patient outcome information. There is no material available for investigation. No further information provided. Note separate complaints have been created for each of the 6 patients. This report is being submitted for patient 6's right eye (od). A separate report will be submitted for this patient's left eye (os).